Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The base of the dilator of the introducer did not allow the flexible and curved portion of the guides to go through. The wire guide was stuck/ blocked inside the peel away introducer and the radiologist had to pull out in force on the peel away to extract it with the wire guide inside. Only the stiff part (backwards guide) passed through after multiple tries and the reporter noted a risk of a parietal lesion. There was "a lot" of bleeding. This product problem occurred more than once with the 4fr (french) otw PICC lines. The radiologists decided to switch to the 5fr PICC lines as a result, but it was noted that changing the size posed a risk of thrombosis to the patient. The patient required a new PICC line insertion as a result of the product problem.